Manufacturer narrative:
This is one of two device reports for this event. Additional info has been requested and will be submitted upon receipt accordingly.

Event description:
The plaintiff's atty alleged that the patient experienced a cardiac event within hours of the administration of the product. Rehabilitative treatment was attempted; however, the patient expired approximately five days post event onset. It was further alleged the event was caused by the product used during dialysis treatment.